Event description:
It was reported that "patient with bilateral stent for radical cystectomy performed in 2019, with bilateral ureterocutaneostomy. Devices inserted on (B)(6) 2023. On (B)(6) 2023 the patient at home, went to the ER because she found a distal piece of the right stent in the urine collection bag. The patient was feverish and on antibiotic therapy for a few days. The proximal stump remaining in the ureter was removed using a flexible ureterorenoscope. Anomalous swellings were found on the structure of the removed piece. The left device is also removed and the same swellings are detected on the structure. Two new 'mono j' stents are placed and during the procedure, a cloudy urine sample is taken from the left kidney. The patient is hospitalized for observation and following the development of septic shock in the following two hours she is admitted to intensive care." All pieces of the device were successfully removed. The current status of the patient is reported as "unknown". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Additional information received on 08 nov 2023 states that the current status of the patient "returned to the clinical conditions prior to the incident". The complaint of ruptured stend and swellings on surface was confirmed upon examination of the returned product. Visual examination identified that right ureter stent was ruptured into two pieces and both stents contain bulges/swellings on the surface. The stents were dimensionally evaluated, and both the stents complied with required specifications. A functional inspection was not performed due to the condition of the returned pieces of sample (encrustation inside the stent). The review of DHR revealed no production issues at the time of manufacture of the complained lot. Evaluation of the defect did not lead to the determination of the root cause. Stent manufacturing processes were reviewed. Individual manufacturing operations including inspection steps are clearly described and robust enough. Key parameters are inspected on 100% of manufactured stents. This ensures that all manufactured stents comply with specification and do not contain similar defects. The root cause of this complaint was undetermined. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "patient with bilateral stent for radical cystectomy performed in 2019, with bilateral ureterocutaneostomy. Dev ices inserted on (B)(6) 2023. On (B)(6) 2023 the patient at home, went to the ER because she found a distal piece of the right stent in the urine collection bag. The patient was feverish and on antibiotic therapy for a few days. The proximal stump remaining in the ureter was removed using a flexible ureterorenoscope. Anomalous swellings were found on the structure of the removed piece. The left device is also removed and the same swellings are detected on the structure. Two new 'mono j' stents are placed and during the procedure, a cloudy urine sample is taken from the left kidney. The patient is hospitalized for observation and following the development of septic shock in the following two hours she is admitted to intensive care." All pieces of the device were successfully removed. The current status of the patient is reported as "unknown". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Section d.4. Unique identifier (UDI)# updated. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "patient with bilateral stent for radical cystectomy performed in 2019, with bilateral ureterocutaneostomy. Dev ices inserted on (B)(6) 2023. On (B)(6) 2023 the patient at home, went to the ER because she found a distal piece of the right stent in the urine collection bag. The patient was feverish and on antibiotic therapy for a few days. The proximal stump remaining in the ureter was removed using a flexible ureterorenoscope. Anomalous swellings were found on the structure of the removed piece. The left device is also removed and the same swellings are detected on the structure. Two new 'mono j' stents are placed and during the procedure, a cloudy urine sample is taken from the left kidney. The patient is hospitalized for observation and following the development of septic shock in the following two hours she is admitted to intensive care." All pieces of the device were successfully removed. The current status of the patient is reported as "unknown". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.